Manufacturer narrative:
The j5 battery connector for the imaging system was returned to the manufacturer for analysis. The connector was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The gantry slide door assembly was also replaced and returned to manufacturer. Analysis of the slide door assembly confirmed a mechanical failure as it failed visual inspection due to physical damage. The nylon strip on the slide was worn out, the strips were peeling off the slides causing metal on metal contact.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2017 and was found to be a non-reportable malfunction based on the information available. On 01/16/2017, new information was available through on-site evaluation of the imaging system and the decision was changed to a reportable malfunction. A medtronic representative went to the site to test the equipment. The medtronic representative replaced the battery charger board 1 and j7 battery cable. The imaging system then passed the system checkout and was found to be fully functional. The j7 battery cable has not been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while performing a planned maintenance (pm) on the imaging system the one channel of charger was found to be slightly over voltage. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect battery charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.